Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notification/s were opened for the source device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer son called in for help on error code 570-6200 on etco unit. Which is the etco board needs to be replace the failed conttinous built in tests. Customer likes tro send unit in for repair. (B)(4).